Event description:
Additional information received reported that at the patient's next refill, the volume was correct and the 'patient has not had any more problems'.

Manufacturer narrative:
Catheter: model 8709, lot# j10817r21, implanted: 2001 (B)(6), explanted: unk. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
The patient experienced acute back pain since (B)(6) 2012. The patient was hospitalized for intractable back pain at that time. The patient had fallen a couple of times prior to being hospitalized. The patient had diarrhea a couple days prior to discharge. The diarrhea lasted approximately 2 weeks. The hcp had increased the patient's oral pain medications, but the back pain kept the patient awake at night. A 10% discrepancy of what was supposed to be in the pump at the last 2 refills was reported. The hcp referred the patient to the neurosurgeon for a pump replacement. It was later reported the plan was for the patient to undergo MRI on (B)(6) 2012 to possibly rule out an inflammatory mass. The pump contained morphine 50 mg/ml and was programmed to deliver a dose of 29 mg/day. A follow-up report will be sent if additional information becomes available.

Event description:
Additional information: it was noted that the patient had at times unstable walking while in the hospital.